Manufacturer narrative:
The insulin pump was received with intermittent button response due to corrode keypad traces. The pump was received with minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the act button is not working properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.